Manufacturer narrative:
This event has been updated from product problem/malfunction to a serious injury. Corrected information h6: the patient code 2199 has been updated to 1914 for the patient was in a hypotensive state.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported not infusing at the correct rate during therapy which was not reproduced. A review of the event history log did not identify the reported issue. The device was tested for flow accuracy and passed. The reported condition was not verified. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing at the correct rate during therapy of norepinephrine. The device was programmed to deliver norepinephrine at 80 cc/h in the intensive care unit (ICU) to achieve a mean arterial pressure (map) of 80 mmhg. After two hours of the infusion, the nurse noticed that the IV bag was not decreasing and the patient's blood pressure (bp) was not at the prescribed level (it was noted that the bp did not crash), therefore not being infused at the correct rate. Nurses swapped out the pump and the patient's bp automatically increased. There was no known patient injury or medical intervention associated with this event. No additional information is available.